Manufacturer narrative:
(B)(4) follow up. It was reported there is the presence of a particulate. Our quality team has completed a device history record review for material number 309653 and lot numbers 3275084 and 4080184. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: we have a set of questions to pass along to the bd reps. We are investigating the presence of a particulate in a sample, so we are checking with vendors on their processes for all the involved components.